Event description:
A medtronic representative reported that, while in a posterior c5-c7 procedure, the camera started to go to red status during navigation. The camera button displayed a red x and the camera was beeping and cycling. The medtronic representative checked and re-seated both ends of the external psu cable to resolve the issue. The surgeon proceeded as planned and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative, trouble-shooting in the procedure, corrected the problem by re-seating both ends of the external camera cable. No further issues were reported. Suspect camera is not expected to be returned to manufacturer for further evaluation.